Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the audio bolus button cover was detached from the pump and contamination was found under the button contact. The battery compartment was cracked in two places. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that contamination was present under the audio bolus button and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.